Manufacturer narrative:
The following information has been updated/corrected: b.3. Date of event: (B)(6) 2020.

Event description:
It was reported that the 40 in ext w/2 vlv ports experienced device damage/deformation. The following information was provided by the initial reporter: we had this defective set on a primary and a regular extension set.

Event description:
It was reported that the 40 in ext w/2 vlv ports experienced device damage/deformation. The following information was provided by the initial reporter: we had this defective set on a primary and a regular extension set.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 06/22/2020. Investigation conclusion it was reported the item cracked. Received from the customer is one used extension set model 37262e lot 20035205. The set was visually inspected as received for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found a cut in the tubing (p/n 660132) approximately 4 inches below the proximal smartsite. No other anomalies were observed throughout the set. Functional testing was performed by filling a lab syringe with blue dye water and attaching it to the set allowing fluid to flow through the whole set via flush. The set leaked from previously observed cut in the tubing. No other leaks were observed throughout the set. No further functional testing could be performed due to the leak from the tubing. A device history record for model 37262e with lot number 20035205 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 06mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Tj manufacturing (tj fi dir #(B)(4)) investigated various steps of the manufacturing and shipping processes where damage could potentially occur. However, a definitive root cause could not be identified. Corrective action (CAPA 723603) was created to address the root causes that are specific to the bd/tijuana manufacturing site with an effectiveness check plan for reduction of issue. The investigation was not able to find a definitive root cause but confirmed multiple probable causes that can occur during the various steps of the manufacturing and shipping processes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 40 in ext w/2 vlv ports experienced device damage/deformation. The following information was provided by the initial reporter: we had this defective set on a primary and a regular extension set.